Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is not currently available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that before an unknown procedure, it was observed that two of the fms fluid management system inflow tubing (fms vue) were leaking. According to the report, it appeared to have a weak connection with the main unit as no physical damage was seen on the tubing. There was no delay in the surgical procedure as another tubing was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information b5: subsequent follow-up with the customer, additional information was received. It was reported by the sales rep that it was possible that the lot was any of these kits, since these were the lot numbers that were on the shelf: lots 5628, 5065 or 6412 . The staff did not record the lot numbers from that day. The sales rep was not sure which of the above lots were the correct lots reported with failure in this complaint. H6: method codes: device history lot ==> a manufacturing record evaluation was performed for all the finished device lot numbers provided (5628, 5065, 6412), and no non-conformances were identified in any of them. Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. The sales rep provided three lot numbers but they are not sure which one was the impacted product lot. A manufacturing record evaluation was performed for all the finished device lot numbers provided (5628, 5065, 6412), and no non-conformances were identified in any of them. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.